Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a full black screen on the insulin pump. The pump was exposed to extreme temperatures due to sunbathing, a hot stove, and cold weather. The pump was stabilized at room temperature for more than 30 minutes. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.